Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarms may require maintenance. There was no patient involved.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device unit abp may requires maintenance message pop up. No patient involvement, no harm reported. A getinge field service engineer (fse) inspection for the machine. Fse replaced processor board (d670-00-0770) and video generator board (d670-00-1182). Also ,fse reinstall software problem , solved functional check according factory specifications. Return machine to customer for clinical use. The fat dept. Received part number video gen. Board serial number (B)(6) from the supplier. Supplier investigation:during the initial visual inspection, it was found that the thermal pad was applied incorrectly, j2 had bent pins, and j23 was missing a pad. The ict test was conducted and passed. However, the fct test failed due to a touchscreen error. It is suspected that component u41 has an issue. Retaining this board in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarms may require maintenance.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.